Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was initially reported by the physician that the pt showed high lead impedance on diagnostics test. No patient manipulation or trauma was reported. Pt has reported about having several gtc seizures recently. Last good diagnostics results were obtained two months ago. X-rays were taken and a lead break was found in the chest area. X-rays were not sent to manufacturer for review. Pt underwent a full revision surgery. Good faith attempts were made to obtain explanted products for analysis but they were unsuccessful.